Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the tissue pad was severely worn. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that tissue pad damage occurred by following mechanism. The tissue pad was severely worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. There was a problem regarding tissue pad during use. The procedure was completed using a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2016 confirmed that the tissue pad was severely worn.